Event description:
Reported issue: the device is not firing correctly. There is no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned unit was a representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the staples appeared properly aligned. The packaging of the returned sample was observed to be damaged. Further investigation has been initiation internally within teleflex's quality system and the investigation to determine the root cause for damaged packaging is ongoing. The customer was contacted, and it was reported that they did not observe this issue at the time they reported the complaint. No additional complaints were created based on the damaged packaging. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad without re-opening. The stapler was returned with 42 staples remaining in the cover block. The reported complaint of "fmisfire/jamming - staples not firing" could not be confirmed. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the device is not firing correctly. There is no patient injury.